Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, prior to use, the right ventricular (rv) lead helix would not deploy correctly while exercising the lead helix. The lead was not implanted, and an alternate lead was utilized. No patient complications have been reported as a result of this event.